Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a surgeon that a vns patient was explanted due to a staph infection at the generator site. The patient denied any manipulation or trauma to the device. Moreover, no antibiotics were given prior to surgery. The surgeon described the infection to be over the vns battery and as a fluid-filled pocket. The explanted generator and lead were returned to the manufacturer and are currently undergoing product analysis. Review of the generator's DHR indicated the generator was sterilized using eo on (B)(6) 2007.